Event description:
Procedure performed: "laparoscopic cholecystectomy with firefly and intraoperative cholangiogram" event description: per medwatch #(B)(4), received via mail on 21sep2021: "a laparoscopic procedure was being performed utilizing the kii sleeve. The plastic sleeve melted in two pieces inside the patients body. All pieces of the sleeve were retrieved and accounted for. The melted trocar pieces were returned to the manufacturer for failure analysis. It is suspected that the instrument being used to remove several adhesions was being used for an excessive period of time due to the number of legions present. This could have contributed to the trocar melting. No harm came to the patient or healthcare providers." Additional information received from user facility via email on 22sep2021: the concomitant device, suspected to be used for an excessive period of time to remove several adhesions with the kii sleeve, was not able to be specified and staff were unable to provide that information after multiple attempts. The materials management team stated that the device was returned, however no tracking information was saved. No additional pictures of the device could be provided since the device was returned prior to their knowledge of the event. Intervention: "all pieces of the sleeve were retrieved and accounted for." Patient status: "no harm came to the patient".

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. Based on the description of the event, it is likely that the reported event was caused by a heat producing instrument that came in contact with the inner cannula walls, resulting in fracturing of the cannula. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: "laparoscopic cholecystectomy with firefly and intraoperative cholangiogram." Event description: per medwatch # (B)(4), received via mail on 21sep2021: "a laparoscopic procedure was being performed utilizing the kii sleeve. The plastic sleeve melted in two pieces inside the patients body. All pieces of the sleeve were retrieved and accounted for. The melted trocar pieces were returned to the manufacturer for failure analysis. It is suspected that the instrument being used to remove several adhesions was being used for an excessive period of time due to the number of legions present. This could have contributed to the trocar melting. No harm came to the patient or healthcare providers." Additional information received from user facility via email on 22sep2021: the concomitant device, suspected to be used for an excessive period of time to remove several adhesions with the kii sleeve, was not able to be specified and staff were unable to provide that information after multiple attempts. The materials management team stated that the device was returned, however no tracking information was saved. No additional pictures of the device could be provided since the device was returned prior to their knowledge of the event. Intervention: "all pieces of the sleeve were retrieved and accounted for." Patient status: "no harm came to the patient"

Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be sent upon completion of investigation. This report is to follow up on medwatch # (B)(4).